Manufacturer narrative:
Device evaluated by MFR: the burr catheter was attached to the advancer unit with the wire inside, when received. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to remove the rotawire from the rotapro device. The wire was able to be removed distally with no resistance or issues.

Event description:
It was reported the burr was entrapped on the guidewire. A 1.25mm rotapro and rotawire were selected for use in an atherectomy procedure. During the procedure the burr became entrapped on the guidewire. The procedure was completed with a new device, same model. No patient complications occurred.

Event description:
It was reported the burr was entrapped on the guidewire. A 1.25mm rotapro and rotawire were selected for use in an atherectomy procedure. During the procedure the burr became entrapped on the guidewire. The procedure was completed with a new device, same model. No patient complications occurred.